Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that " for at least over a month, maybe two months, they have noticed less and less symptom control, still getting up and going to the bathroom a lot, especially at night. The patient said that they have experienced increased frequency and uurgency. Patient said that their urologist suggested that patient call medtronic for assistance in finding a new program. The patient said they have been switching programs and might have tried all of them ; however, they stopped keeping track of adjustments. Reviewed therapy information and general programming guidance. With instruction, the patient connected to the implant and switched programs and increased the setting. Patient will maintain stimulation level and will continue to track symptoms and adjustments. When asked, the patient said they felt the stimulation right at the ins site and a little stimultion below and in their left leg. Patient confirmed that ins was implanted on their left side.".

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.